Event description:
Patient had stomach ache and high blood sugar. When to hospital and hospitalized for high blood glucose level. Stayed on pump and IV insulin drip while in hospital. Patient had not changed site or cartridge between tuesday (07/27) and saturday (07/31), although hospitalized thursday (07/29). Patient went on back-up pump and changed cartridge and infusion set on saturday. Blood glucose values then returned to normal.